Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary planned treatment, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had issue with x-ray tube. Upon functional testing, the fse checked the logfile and confirmed the error related to x-ray tube. To resolve the reported issue, the fse performed tube adaptation adjustment, tube yield calibration, generator calibration and entrance dose rate limitation calibration. After all calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was issue with x-ray tube. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.